Event description:
It was reported that, during a meniscus repair surgery, the t1 and t2 implants of the fast-fix 360 were deployed simultaneously. T1 was deployed through the meniscus. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes and no further complications were reported. Patient's status is good.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H2: additional information ¿b5, h6: health effect - impact code¿.

Event description:
It was reported that, during a meniscus repair surgery, the t1 and t2 implants of the fast-fix 360 were deployed simultaneously. T1 was deployed through the meniscus, however, both ts were removed from the patient. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes and no further complications were reported. Patient's status is good.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. An analysis of the customer provided image shows the device and the pouch. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.